Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site email), e2, e3, g3, g6, h2, h11. Corrected fields: b5, b6, b7, d9, d10, h6 (health effect ¿ clinical code, health effect ¿ impact codes ).

Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and found that after a discussion with customer, that the customer didn't replace the bodoseal while replacing the new cylinder. The fse replaced a new cylinder with a new seal and o ring at the back of the cardiosave device. The unit was tested and the fse didn't find any leaks. The unit was under observation for a moment and after fse visited the site again as the customer complained the unit leak again. Upon troubleshooting further, the fse found that the vent plug in helium reservoir assembly (fill manifold) o ring was not seated properly. The fse removed the plug, re seated the o-ring on the plug and then re-install the plug. The o ring that was replaced was for troubleshooting purposes. The unit passed the leak test and all functional test. The unit is working within specification.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no harm reported.

Manufacturer narrative:
Due to character limit in e1: full event site name: (B)(6) hospital. Full event site address: (B)(6). Updated field: b4, g1, g3, g6, h2, h6. Corrected fields: h11.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions), e1 (event site email).

Event description:
N/a.